Event description:
It was reported that the customer experienced a blood glucose (bg) level of 279-332 mg/dl. Customer's blood glucose level was addressed with a correction bolus via the pump. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Customer was educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.